Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pockets were failing and missing on med application configuration. The field service engineer replaced cubie drawer controller board and reseated row board cables connection, cubie trays and pockets to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system device was not detected on bus and affecting patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.